Event description:
The customer stated a reactive architect ausab result of 66.95 miu/ml was reported on a new employee sample. The sample was retested three days later on another architect analyzer using a different reagent lot, and nonreactive results of 0.78 and 0.87 miu/ml were obtained. The sample was tested in another laboratory using a chemiluminescence method and yielded a result within the grayzone. The new employee was redrawn and tested on the second architect analyzer with nonreactive results. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The patient sample was not available for investigation. However, testing was performed using an in house stored reagent kit of architect (B)(4) lot 64069q100. Three architect instruments were calibrated using lot 64069q100 and three replicates of calibrator a and control medium were tested on each instrument. All replicates of calibrator a (0.00 miu/ml - 2.00 miu/ml) and control m (10.00 miu/ml - 22.00 miu/ml) were within their respective specification ranges. A review of complaints did not identify any trends or a product specific issue for false positive results when using the architect (B)(4) assay. A device history record review did not find any issues related to the customer's complaint. The investigation indicates that lot 64069q100 is effective and performing according to its intended use and label claims. This is the final report.